Event description:
The pt reported that after wearing the pod for 2 days, she is having pain, skin irritation, and she is experiencing high bgs. The customer reported that she activated the device at 10:41 am on (b)(46) 2012. At 11:58 am, bg: 42 mg/dl. At 1:26 pm, bg: 342 mg/dl. At 3:17 pm, bg: 272 mg/dl (no insulin boluses reported at these times). At 3:20 pm, she took a 15.55 unit bolus dose of insulin for a meal estimated to contain 73 grams of carbohydrate. At 6:37 pm, bg: 342 mg/dl; a 5 unit bolus was administered. At 7;17 pm, bg: 342 mg/dl; she ate about 28 grams of carbohydrate and took an add'l 5.95 unit bolus. At 8:46 pm, bg: 405 mg/dl; she corrected for with a 19.9 unit bolus. When she removed the device, she observed that the cannula was bent and full of blood. The device was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula was full of blood. This likely indicates that the cannula was inadvertently fired into a vein. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."